Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed via videos of the reported issue. However multiple diligence attempts for part return and further information were unsuccessful so no further evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's territory manager the issue was discovered when they attempted to charge the pump in the storage room.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery was not showing sufficient charging when plugged in. There was no patient involvement.